Event description:
Revision surgery- the patient developed arthrofibrosis. The surgeon performed surgery to break up the scar tissue and implant a thinner polyethylene insert to allow better range of motion.

Manufacturer narrative:
The reason for this revision surgery was to remedy knee stiffness after two years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: four due to stability/poor joint issues, one due to infection, one for wear, and one device loosening. This is the second complaint for this lot number due to wear/poly swap. The root cause for the knee stiffness was most likely due to arthrofibrosis. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.